Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument outside of a procedure. The rep indicated that the tip was bent. There was no patient involved with this issue.

Manufacturer narrative:
Analysis on the returned instrument resulted a physical damage failure that was found through visual/physical examination. Analysis states that the tip is bent. If information is provided in the future, a supplemental report will be issued.